Manufacturer narrative:
The customer examined the device. A broken connector pin from the therapy cable was observed to be lodged in the mating socket of the device therapy cable connector. The broken pin will result in a failure of the defibrillator to charge and the device will display a connect cable warning message. The customer removed the broken pin from the therapy connector socket, replaced the damaged therapy cable and continue to use the device. The root cause of the reported problem was determined to be due to a broken connector pin (pin#1) in the therapy cable connector.

Event description:
An attempt was made to use the defibrillator to administer a shock to a patient diagnosed in cardiac arrest. The defibrillator reportedly failed to charge. Another defibrillator was made available and used to treat the patient. The patient was resuscitated. There were no adverse affect to the patient reported as a result of device use.